Event description:
New information received noted that externalized conductors were observed during device replacement in (B)(6) 2015.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed. The lead was successfully explanted and replaced. Patient was stable.

Manufacturer narrative:
External insulation abrasion was noted at 23.0-24.5cm from the distal end, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal and external insulation abrasions were noted at 9.0-11.0cm from the distal end. The etfe coating was intact at these locations.